Event description:
The manufacturer received information alleging a patient received burns and was hospitalized when smoking a cigarette while using an everflo oxygen concentrator. The device was returned to the manufacturer's service center for evaluation. The device had evidence of thermal damage to the external cabinet caused by an external source. The device was inspected internally and found no evidence of thermal damage. The device was tested and was found to operate to design specifications. Product labeling states,"oxygen vigorously accelerates combustion and should be kept away from heat or open flame. Not suitable for use in the presence of a flammable anesthetic mixture with air or with oxygen or nitrous oxide. Do not smoke, allow others to smoke or have open flames near the concentrator when it is in use."